Manufacturer narrative:
The patient reported reaching out to physician, but there is no indication of medical intervention.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. Patient described the area as bleeding, red, raised, burning, itchy, and stinging with broken skin and sharp pain under the patch adhesive. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed bacitracin for the skin irritation. Outcome of the skin irritation is unknown.